Manufacturer narrative:
After replacing the alarm lamp board, operation returned to normal. Tsw, the operational check was performed and returned to the hospital.

Event description:
Hamilton medical ag received the following description: hospital staff noticed that the yellow alarm light did not light up. Therefore, this g5 had to be taken out of service and repaired.